Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device displayed cassette not attached error. This alarm event pauses the delivery of the pump until the error is addressed. The event occurred during testing and there was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, confirmed by performing visual and functional performance verification tests (pvt), once attaching a cassette, device displays cassette not attached. Replaced dso seal to correct this issue. Performed calibration. Performed pvt. Updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.